Event description:
It was reported that the device displayed last error code 43986. Found during testing. No patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to verify the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. Service history revealed that the device has not been serviced within the 12 months review period.